Event description:
It was reported through a protegen sling marketing survey that following placement of a vesica protegen sling, the pt experienced uretheral erosion, necessitating removal of the protegen sling. No further info is available. No product was returned for eval.